Manufacturer narrative:
This device was not returned to mmdg for evaluation. A DHR was completed because no lot number had been provided. Because the device was not returned to mmdg, no investigation could be completed. This report will be updated if the device is returned.

Event description:
The initial reporter stated that they had a set that leaked near the blue tubing guide. Mmdg followed up with the initial reporter who stated that the patient had not experienced any adverse effects due to the complaint. (B)(4).